Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged. It was further reported that the ra lead exhibited high thresholds and oversensing. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.